Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she attempted to test her blood glucose. This complaint was classified using the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2012. During (B)(6) 2012, the patient reported the alleged issue first occurred. The patient reported, she has not yet been prescribed any diabetes medications. The patient reported, she normally tests her blood glucose 3 times a day before meals and her typical readings are "98-100mg/dl." The patient reported, she has extensive other diagnoses including congestive heart failure, chronic hypotension, high stress, and possibly cataracts. The patient reported on (B)(6) 2012 in the morning, while at the police station, she "passed out" and hit her head. The patient reported she came to on her own, with emergency medical services (ems) present and they were taking her blood pressure which was low. The patient reported her blood glucose was checked, and it was low, but did not recall the exact reading. The patient reported she was given a coke and it made her feel a lot better. The patient refused transportation to the hospital. The patient reported, she believed her symptoms were associated with low blood glucose. At the time of troubleshooting, the cca confirmed that the subject meter's battery did need to be replaced; however, she did not have a new battery available. When the patient was prompted to insert a new test strip, the meter did not power on. When the patient was prompted to press the power button, the meter did not power on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was not able to test her blood glucose due to the alleged issue, therefore delaying treatment, and developed symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.